Event description:
It was reported that an auto-off alarm occurred. The customer's blood glucose (bg) level was 500 mg/dl with ketone level identified as dangerous (diabetic ketoacidosis). Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Tandem technical support reviewed pump data and confirmed that the pump had not been interacted with prior to the auto off alarm and therefore the alarm was valid; however, customer disputed this information and alleged that a bolus was delivered prior to the auto off alarm. Reportedly, the customer reverted to an alternate pump for insulin therapy.